Event description:
It was reported that this pacemaker exhibited an alert message indicating that remote monitoring was disabled. Technical services (ts) was consulted and determined that this was likely a false positive indicator related to magnet use during the battery impedance test. Ts indicated that full telemetry function could be restored via an upcoming software update. This pacemaker remains in service. No adverse patient effects were reported.